Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported, a pocket revision occurred on an implantable pulse generator (ipg) that was implanted in the abdomen. It was further reported, the revision was due to device migration across the abdomen. The ipg remains in use. No further patient complications have been reported as a result of this event.